Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint is confirmed by the picture. Visual examination of the provided pictures identified one of the ball bearings had disassembled. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital will not allow the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign (B)(6).

Event description:
It was reported that the ball bearing from 12mm e/f tasp shim was disassembled and at the bottom of the ultrasonic cleaner after using the machine to clean the instrument.